Event description:
It was reported that at the beginning of the case gynecologist oncology fellow placed a vcare uterine manipulator in the standard fashion. During the case no issue was noted with the manipulator but upon removing it from the patient it was noted that parts of it were missing. Further examination showed that all parts of the vcare had been removed from the patient except the balloon tip. The balloon tip was eventually found in the patient¿s vagina and all parts were then placed onto a mayo stand to ensure they were kept together. The patient was taken to pacu with no injuries and stable.